Event description:
It was reported that balloon rupture occurred. The patient was undergoing percutaneous coronary intervention. The 90% stenosed target lesion was located in severely tortuous left circumflex artery. Following pre-dilation with a 2.0 x15 balloon catheter, a 2.00mm x 15mm maverick balloon catheter was selected for used. However, during inflation at rated burst pressure, the balloon ruptured. The device was safely removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: fg maverick 2 mr, 2.00mm x 15mm, catheter was returned for analysis. A visual, tactile and microscopic examination was performed on the device. Visual and tactile examination identified no kinks or damages on hypotube shaft. A visual, tactile and microscopic examination of the distal shaft polymer extrusion identified no kinks or damages. A visual, tactile and microscopic examination of the balloon material identified a longitudinal tear in the balloon. The tear stretched along the entire length of the main body of the balloon, from the proximal markerband to the distal markerband. A microscopic examination of the tip identified no damages. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that balloon rupture occurred. The patient was undergoing percutaneous coronary intervention. The 90% stenosed target lesion was located in severely tortuous left circumflex artery. Following pre-dilation with a 2.0 x15 balloon catheter, a 2.00mm x 15mm maverick balloon catheter was selected for used. However, during inflation at rated burst pressure, the balloon ruptured. The device was safely removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure.